Event description:
It was reported that the customer received a watchdog timeout alarm on the insulin pump. The custom removed the battery, reinserted the battery and then experienced a blank display as well as a constant noise from the insulin pump. The customer stated that the insulin pump was first beeping before the alarm. Troubleshooting was done. The customer's blood glucose was unknown. The customer mentioned a crack on the insulin pump at the battery compartment. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with stuck in full segments display and constant tone due to faulty on interface board. No blank display or alarm noted. The insulin pump was received with minor scratches on display window, cracked reservoir tube lip and cracked battery tube threads.